Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar instrument was analyzed and found conductor wire dislodgment. Additionally, the instrument was found to have a segment of the conductor of wire sticking out such that the wire protruded above the outer surface of the main tube. The conductor wire insulation was not damaged and the instrument passed an electrical continuity test. The conductor wire was pulled back into proper alignment from the proximal end in the housing. The conductor wire was broken in the house while being adjusted. Components adjacent to the loose wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a black wire exposed. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the problem was identified before surgery, but the ports were placed. The instrument was not noted to arc, smoke, or spark. The problem was resolved by using a spare instrument.